Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom falsely detected a loaded set in load point #2 when attempting to load a set. Evaluation determined the cause to be a failed upstream sensor, which was found to have cracks on the pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump falsely detected a loaded set in load point #3. It was also reported that there was no pt involvement.